Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked or to determine whether it contributed to the reported hyperglycaemia, qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose read (> 27.8 mmol/l) (> 500 mg/dl) and that the cannula was kink. The pod was worn between 4 and 24 hours.